Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported ¿severe in-stent restenosis¿ of left circumflex artery. Vessel tortuosity was severe. The patient passed away (B)(6) 2023. The death was not thought to be related to the medtronic device or therapy. The patient had an extensive cardiac history including CABG x2 in 1993 and mi¿s with recent stenting performed in (B)(6) 2022. Admitting diagnosis for this encounter was ¿increased chest pain and unstable angina.¿ ischemia wa caused during balloon angioplasty that led to large vessel performation.

Manufacturer narrative:
Event realted to regualtory report: 2029214-2023-00873. Information from medwatch (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient treated with axium coils had complications and died. Late 70¿s male with extensive cardiac history including coronary bypass graft x 2 in early 1993 and myocardial infarction's- last being in late 2022 with stenting. He was admitted with increased chest pain and unstable angina. Heart cath and percutaneous coronary intervention (pci) performed on the left circumflex due to "severe in-stent restenosis". Angioplasty performed and lead to a large distal vessel perforation. 5 coils were used, 2 of them had expired in late (B)(6) 2023, and the perforation resolved but he developed severe ischemia and went into ventricular fibrillation then cardiac arrest and did pass away. Both expired coils had the same lot number. Procedure was heart cath and pci- procedure for coils was to fix the perforation. No other information was received.